Event description:
It was reported that the right ventricular (rv) lead had high thresholds. The rv lead was explanted and replaced. It was further reported that the atrial lead was undersensing the patient¿s atrial arrhythmia. A review of the device performance data indicated low impedance values in both unipolar and bipolar. The atrial lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 4076-52 lead implanted: 2009 (B)(6). (B)(4).